Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia technical services (ts) reviewed the stored episodes and determined the episode was an atrial fibrillation (af) with rapid ventricular response (rvr). This device delivered 13 anti-tachycardia pacing (atp) bursts and two electric shocks. Programming adjustments to rate zones were discussed for physician consideration. The device is operating as programmed. No adverse patient effects were reported. This ICD remains in service.